Event description:
It was reported that io was being used in a (B)(6) year old male pt weighing (B)(6) with a med history of cardiac issues. The pt was in cardiac arrest. The insertion site was the med aspect of the proximal tibial tuberosity of the right leg. The io was inserted without problems; however, the medic was unable to remove the stylet from the needle. As a result, it was not used and a second insertion attempt was made.

Manufacturer narrative:
(B)(4). The sample will not be returned for eval. This event is associated with MDR 3004526033-2015-00018. There were two separate product issues that occurred with this pt. This report is for the first.